Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using powerport slim. It was reported that after use of the device, during an aspiration check to confirm port usability, an unusual observation was noted. Reportedly, subsequent verification with x-ray revealed that the catheter had disconnected from the port and moved further down the blood vessel. Additionally, the catheter was removed from the atrium. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one power port slim implantable port, one cath-lock and catheter segment were returned for sample evaluation. Gross, visual, microscopic visual, tactile, dimensional and functional evaluations were performed. Gross examination of the port body showed multiple puncture access of the port septum. The cath-lock noted to be covered in dry tissue.; tool damage could not be determined due to condition. No visual defects were noted on the port stem. Cath lock and stem dimensions are within the specification. Therefore, the investigation is inconclusive for the reported cath lock disconnection and migration issue as the exact circumstances at the time of the reported disconnection cannot be verified from the returned physical sample and no evidence were provided for reported migration issue to confirm the issue. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6), 2025, a patient underwent a port placement procedure using powerport slim. It was reported that after use of the device, during an aspiration check to confirm port usability, an unusual observation was noted. Reportedly, subsequent verification with x ray revealed that the catheter had disconnected from the port and moved further down the blood vessel. Additionally, the catheter was removed from the atrium. The current status of the patient is unknown.